Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was unknown. They reset the machine and issue was resolved.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient wanted ins removed because it was causing them pain. The event date was asked, but the caller did not answer the question. The caller went on to explain that between the time the device was implanted and now, the patient had lost a significant amount of weight due to other comorbidities. Because of that, the patient can feel the battery when they sit down or lie in certain positions, and it is painful for them. Given the implant year of 2009, the agent reviewed it, and it was also very likely that the battery was totally depleted. The caller requested device information and information on ins removal, as the removing surgeon is a general and vascular surgeon, not a urol ogist. The caller stated the pt stated they did not want to go back to managing hcp for device removal for unknown reasons. The agent emailed the caller implant manuals for the ins battery and lead.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 3058 (serial: (B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2009; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.